Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
This supplemental report is being filed to update the evaluation conclusion code.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this left ventricular (lv) lead exhibited noise and decreased amplitude measurements. It was reported that the patient suffered from twiddlers syndrome and appeared to have twiddled the device and lead system. An invasive procedure was performed. The product was part of a system explant. Available information indicates that no new system was implanted. No additional adverse patient effects were reported.